Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received insulin flow blocked alarm. Customer stated that the alarm did not occur during fill tubing but customer was not able to resolve the issue. Customer's blood glucose level was unknown. Insulin pump will not be returned for analysis.